Event description:
The customer reported that the patient was receiving IV propoful/diprovan with a piggyback of an antibiotic. The rate was set at 13cc/hour and the nurse was asked to change the rate to 100cc/hour. The nurse was in the piggyback mode instead of the primary programming mode so the guardian feature was not enabled. The hospital representative stated that the error was caught after five or ten minutes of infusing with no patient injuries or medical interventions. Although baxter attempted to obtain information, details were not available regarding additional contact information. No additional information is available.